Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to program a bolus. Customer stated that the buttons are not responding properly and she received a button error alarm. Blood glucose value is 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No button error alarm noted and no scrolling number display anomaly noted. No moisture damage on electronics noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.